Event description:
Hyperglycemia induced; dexcom g6 has highly inaccurate reading of 62. It shut down t-slim x2 insulin pump. Blood glucose reading done via finger stick on a one touch contour next device read 137 at same exact time. Calibrating dexcom g6 did not fix inaccurate readings. The FDA approved this device as the first not to need calibrations. This dexcom device is going to get someone killed. As a result of inaccurate reading of 62, I immediately began treating what I thought was a hypoglycemic episode. Pump suspended operation. Glucose was actually 137. Resulting in my glucose going to over 400 because of this. FDA safety report ID# (B)(4).